Manufacturer narrative:
Product analysis: analysis was performed and found that the stylus was not working the tip was broken off, the stylus was replaced and calibrated. It was also determined at analysis that the paper tray was nearly empty, and the cord bay was broken the right latch was worn. The lower bullets are worn, and the keyboard was damaged the front latch base frame was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance/repair. The programmer was returned into service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement reported.